Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No unexpected number scrolling anomaly was noted during testing. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker and cracked battery tube threads.

Event description:
Customer reported that the esc and the act buttons on the insulin pump were not working. Customer also stated that the back light was not turning on. Customer's blood glucose reading at the time of the call was 52 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.